Event description:
A health care professional reported a "reading discrepancy" issue on behalf of a patient. No readings were provided, but the hcp further reported that the customer received medical treatment due to the reading discrepancies. The customer experienced a symptom of dizziness and was treated with insulin injection by an hcp. The caller refused to provide any further information. Multiple attempts to gather additional information were unsuccessful. There was no known death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR(s) (device history review) for the freestyle libre sensor kit and freestyle libre reader were reviewed and the DHR(s) showed the freestyle libre sensor kit and freestyle libre reader passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported a "reading discrepancy" issue on behalf of a patient. No readings were provided, but the hcp further reported that the customer received medical treatment due to the reading discrepancies. The customer experienced a symptom of dizziness and was treated with insulin injection by an hcp. The caller refused to provide any further information. Multiple attempts to gather additional information were unsuccessful. There was no known death or permanent injury associated with this event.